Event description:
Two cna staff members were moving this resident into the tub room on the arjo miranti lift. They were following proper protocol for lift usage. In the process of preparing to place her into the tub, resident rolled off the lift and fell approx 3 feet to the floor. She landed on her left side and struck her head on the floor. Resident was sent to the ER with a staff member in attendance since family could not respond at this time.